Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure (batch no. C06619) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included break through bleeding. Concurrent conditions included morbid obesity, libido decreased, polycystic ovary, excess sweating, general body pain, abnormal hair growth, foot pain, elevated liver enzymes, rosacea and dysfunctional uterine haemorrhage. Concomitant products included tazarotene (tazorac) for sebaceous cyst as well as cetirizine hydrochloride (zirtec), hydroxychloroquine and sertraline (zoloft). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced back pain ("back pain"), dyspareunia ("dyspareunia / pain during intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("anxiety / psychological or psychiatric problems ¿ anxiety/emotional anguish"), depression ("depression"), rash ("rashes or skin conditions ¿ skin rash"), acne ("acne"), weight increased ("weight gain"), pruritus ("rashes or skin condition- itching") and abdominal pain ("abdominal pain"). In 2016, the patient experienced systemic lupus erythematosus ("autoimmune disorder/autoimmune disorder ¿ lupus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain / cramping"), allergy to metals ("allergic reaction to nickel"), rash pruritic ("itching and skin rash"), arthralgia ("joint pain") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy to remove the essure on (B)(6). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, fatigue, rash, acne, weight increased and abdominal pain had resolved, the allergy to metals, rash pruritic, arthralgia, anxiety, depression, procedural pain and pruritus outcome was unknown, the systemic lupus erythematosus had not resolved and the menorrhagia, alopecia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, procedural pain, pruritus, rash, rash pruritic, systemic lupus erythematosus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Pan-positive serologies , her antibody profile is consistent with systemic lupus erythematosus. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical record received- lot number, reporter information, patient details, other relevant history, product information, concomitant drug, events- abnormal bleeding (vaginal), rashes or skin conditions ¿ skin rash, acne, weight gain, rashes or skin condition- itching, abdominal pain and did not undergo an essure confirmation test were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure (batch no. C06519, c06619-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included break through bleeding. Concurrent conditions included morbid obesity, libido decreased, polycystic ovary, excess sweating, general body pain, abnormal hair growth, foot pain, elevated liver enzymes, rosacea and dysfunctional uterine haemorrhage. Concomitant products included tazarotene (tazorac) for sebaceous cyst as well as cetirizine hydrochloride (zirtec), hydroxychloroquine and sertraline (zoloft). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced allergy to metals ("allergic reaction to nickel"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain / cramping"), back pain ("back pain"), dyspareunia ("dyspareunia / pain during intercourse"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced anxiety ("anxiety / psychological or psychiatric problems ¿ anxiety/emotional anguish"), depression ("depression") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced acne ("acne"). In 2015, the patient experienced rash ("rashes or skin conditions ¿ skin rash"), pruritus ("rashes or skin condition- itching") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced rash pruritic ("itching and skin rash"). In (B)(6) 2016, the patient experienced systemic lupus erythematosus ("autoimmune disorder/autoimmune disorder ¿ lupus"). On an unknown date, the patient experienced arthralgia ("joint pain") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy to remove the essure on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, fatigue, rash, acne, weight increased and abdominal pain had resolved, the allergy to metals, rash pruritic, arthralgia, anxiety, depression, procedural pain and pruritus outcome was unknown, the systemic lupus erythematosus had not resolved and the menorrhagia, alopecia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, procedural pain, pruritus, rash, rash pruritic, systemic lupus erythematosus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Pan-positive serologies , her antibody profile is consistent with systemic lupus erythematosus. Batch number c06619 is not valid lot number: c06519 manufacture date: 2013-12 expiration date: 2016-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("abdominal pain / cramping"), back pain ("back pain"), dyspareunia ("pain during intercourse"), allergy to metals ("allergic reaction to nickel"), rash pruritic ("itching and skin rash"), arthralgia ("joint pain"), autoimmune disorder ("autoimmune disorder"), fatigue ("fatigue"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), anxiety ("anxiety"), depression ("depression") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy to remove the essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, allergy to metals, rash pruritic, arthralgia, fatigue, menorrhagia, alopecia, anxiety, depression and procedural pain outcome was unknown and the autoimmune disorder had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, procedural pain and rash pruritic to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. C06519,c06619) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included break through bleeding. Concurrent conditions included morbid obesity, libido decreased, polycystic ovary, excess sweating, general body pain, abnormal hair growth, foot pain, elevated liver enzymes, rosacea and dysfunctional uterine haemorrhage. Concomitant products included tazarotene (tazorac) for sebaceous cyst as well as cetirizine hydrochloride (zirtec), hydroxychloroquine, levothyroxine and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced allergy to metals ("allergic reaction to nickel"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain / cramping"), back pain ("back pain"), dyspareunia ("dyspareunia / pain during intercourse"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced anxiety ("anxiety / psychological or psychiatric problems ¿ anxiety/emotional anguish") and depression ("depression") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced acne ("rashes or skin conditions - type: acne"). In 2015, the patient experienced rash ("rashes or skin conditions ¿ skin rash") and pruritus ("rashes or skin condition- itching"). In (B)(6) 2015, the patient experienced rash pruritic ("itching and skin rash"). In (B)(6) 2016, the patient experienced systemic lupus erythematosus ("autoimmune disorder/autoimmune disorder ¿ lupus"). On an unknown date, the patient experienced arthralgia ("joint pain"), procedural pain ("painful post-operative recovery"), abdominal distension ("look and pregnant") and impaired work ability ("I can¿t even work"). The patient was treated with vitamin d nos (vitamin d) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy to remove the essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, fatigue, rash, acne, weight increased and abdominal pain had resolved, the allergy to metals, rash pruritic, arthralgia, anxiety, depression, procedural pain, pruritus and abdominal distension outcome was unknown, the systemic lupus erythematosus had not resolved and the menorrhagia, alopecia and vaginal haemorrhage was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, impaired work ability, menorrhagia, pelvic pain, procedural pain, pruritus, rash, rash pruritic, systemic lupus erythematosus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Pan-positive serologies , her antibody profile is consistent with systemic lupus erythematosus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media documents received, new reporter and event I can¿t even work added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.